Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the wake button was not seated properly. The customer's blood glucose level was not impacted by this issue. Reportedly, the customer is able to use the wake button without any issue.